Event description:
It was reported that the insulin pump alarm during an infusion set change. The blood glucose reading is 144 mg/dl. Customer stated that the insulin squirted out of the insulin pump. The drive support cap is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk.